Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery. The blood glucose reading was 518 mg/dl. The customer stated that she had a gastric sleeve procedure done, lost 95 pounds, and since then, she had nothing but trouble with the insulin pump. She stated that she wore the last infusion set for 7 days, which was longer than the recommended 3 days, since it had been working; she stated that when she finally changed the infusion set, the insulin pump kept alarming no delivery during the refill process. She reverted to treating via manual injections for the last 2 days. She stated that nothing informed her that her blood glucose levels were high. She was advised that replacement supplies would be sent, since the issue was likely caused by a site or infusion set occlusion. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.